Manufacturer narrative:
Examination of the returned device found no evidence of product non-conformance.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions," "intraoperative or postoperative bone fracture and/or postoperative pain." And "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00555 / 00556).

Manufacturer narrative:
This follow-up report is being filed to correct information.this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00555 / 00556).

Manufacturer narrative:
This follow-up report is being filed to correct to remove "(B)(4)."

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to lateral progression and pain. Revision operative report noted the presence of lateral lesions, fluid and possible nickel allergy. All components were removed and replaced with a total knee system.